Event description:
It was reported that the customer has had multiple hospitalization due to having kidney failure. The customer's blood glucose level at the time of the hospitalization was 37 mg/dl. Customer did not state if he was or was not wearing the insulin pump when admitted to the hospital. Troubleshooting was declined because, he is waiting for doctor's instruction. The customer's current blood glucose level was 50 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.